Event description:
Pump states occluded when trying to flush with these flushes. We are aware of certain lot numbers being defective on the saline flushes. Now we can add these to the list. The size of the actual plunger is different from our old ones, and this appears to be the problem.